Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer's blood glucose was 30 mg/dl at the time of incident. The customer's blood glucose was 192 mg/dl at the time of call. The customer stated that the blood glucose reached 498 mg/dl. The customer stated that the insulin pump would not deliver insulin. The customer stated that they found air bubbles in the reservoir. The reservoir will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The customer returned a call for follow up regarding the previously reported high blood glucose. The customer stated that the pump settings have been adjusted since the incident, and has had no issues. The pump has been working properly.